Event description:
It was reported the patient is not receiving effective stimulation therapy from his scs system. An sjm representative met with the patient and was unable to reprogram the patient's scs system and obtain effective stimulation coverage of the patient's pain areas. Imaging taken revealed the patient's lead has moved. Surgical intervention to address the issue is planned for a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.